Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a user medwatch report (B)(4) on may 19, 2016, stating that a patient underwent two open heart surgery procedures which utilized a sorin heater-cooler system 3t. Eight weeks following the procedure, an acid-fast bacilli blood culture was collected and m. Chimaera was identified about three weeks later. The facility has been unable to confirm that the infection can be directly related to the use of the sorin heater-cooler system. Multiple attempts were made to gather additional information regarding the patient and the involved unit. The customer contact stated that they were uncertain of the serial number of the involved unit and they did not know if testing had been performed on any of the units at the facility. Due to ongoing litigation, the customer contact stated that they were unable to provide further information, and any additional information would need to be conducted through legal counsel. Further investigation could not be performed. As no information has been provided regarding the involved unit, a root cause could not be determined. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). Customer has not disclosed unit status.

Manufacturer narrative:
The item and serial number were not provided, however the installed base for the facility includes 5 units, all 16-02-85. The serial numbers for these 5 units are: (B)(4). The manufacture dates for the 5 units owned by the facility are: (B)(4): 12/03/2007, (B)(4): 25/01/2010, (B)(4): 08/04/2014, (B)(4): 24/10/2007, (B)(4): 04/11/2008. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a user medwatch report (B)(4) on (B)(6) 2016, stating that a patient underwent two open heart surgery procedures which utilized a sorin heater-cooler system 3t. Eight weeks following the procedure, an acid-fast bacilli blood culture was collected and m. Chimaera was identified about three weeks later. The facility has been unable to confirm that the infection can be directly related to the use of the sorin heater-cooler system. The customer was contacted for additional information, however it was reported that the involved serial number is unknown. The contact was also uncertain if the units had been tested for bacterial contamination. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a user medwatch report (B)(4) on (B)(6) 2016, stating that a patient underwent two open heart surgery procedures which utilized a sorin heater-cooler system 3t. Eight weeks following the procedure, an acid-fast bacilli blood culture was collected and m. Chimaera was identified about three weeks later. The facility has been unable to confirm that the infection can be directly related to the use of the sorin heater-cooler system.